Event description:
The customer stated the device displayed a code of 888 on the display, the code key was marked 284. The customer stated they received an error instead of a result after dosing. No controls in use. The customer was using international strips. A request was made for the return of the suspect device and replacement product was sent.